Manufacturer narrative:
Correction to field b5: describe problem or event.

Event description:
It was reported that this pacemaker was attempted to be implanted, but the device had noisy signals, was damaged/defective, and had connection issues. A new pacemaker was implanted in its place. No adverse patient effects were reported. Additional information was received that indicated that this device exhibited noisy signals on the right atrial (ra) channel when the ra lead was connected to the device. The lead was tested, and there were no noise present when the lead was connected to cables. The physician elected to implant a new device.

Event description:
It was reported that this pacemaker was attempted to be implanted, but the device had noisy signals, was damaged/defective, and had connection issues. A new pacemaker was implanted in its place. No adverse patient effects were reported. Additional information was received that indicated that this device exhibited noisy signals on the right atrial (ra) channel when the ra lead was connected to the device. The lead was tested, and there were no noise present when the lead was connected to cables. The physician elected to implant a new device. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker was attempted to be implanted, but the device had noisy signals, was damaged/defective, and had connection issues. A new pacemaker was implanted in its place. No adverse patient effects were reported.